Event description:
It was rptd that the pt was involved in a car accident. Her vehicle went off the road and struck a tree. The pt deceased at the scene. On 09/16 the pt had presented to the ER c/o of dizziness. She was told that there was a problem w/ her pacemaker's wiring. A replacement was scheduled. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis including thermal and mechanical stressing of the device, indicated the pulse generator exhibited normal device characteristics.